Manufacturer narrative:
The patient's weight is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient lost weight. In turn, the patient's ipg became superficial and began to cause pain at their ipg site. As a result, the patient's ipg was explanted and replaced. The replacement ipg was also implanted at a new location to address their issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.